Event description:
It was reported a patient experienced and was hospitalized for peritonitis coincident with peritoneal dialysis (pd) therapy. On an unreported date, the patient was treated with unknown antibiotics for the peritonitis event. The cause of the peritonitis was unknown. On an unknown date during the same month as hospital admission, the patient was discharged. On an unknown date, pd catheter was removed and the patient was placed on in center hemodialysis (hd). At the time of this report, the patient was recovered from this peritonitis event and remained on hd therapy with plans to switch back to pd therapy. No additional information is available. This is report 2 of 4 involved in this event.

Manufacturer narrative:
(B)(6). The reported product is an unknown baxter titanium adapter. The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted. This report references the (B)(4).